Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user experienced elevated blood glucose (bg) with a recorded level of 372 mg/dl. The episode occurred following a supply change earlier in the day. The device alerted the user to the high glucose level. The bg remained out of range for over 90 minutes. During troubleshooting, it was identified that the cartridge was leaking, and the infusion set was not delivering insulin. A full supply change was performed, and bg levels later stabilized. The user did not report symptoms during the episode. No external medical intervention was required, and no caregiver assistance was involved.